Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device passed. Transmitter functional test passed. The cloud/share data was reviewed, and it displayed a permanent loss of connection on the issue date. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data or product evaluation.